Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings: during investigation, a review of the pump black data showed no activity outside of normal use. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump delivery accuracy test was performed and the pump was found to be delivering accurately within required specifications. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 369mg/dl with nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. The basal delivery totals in the total daily dose also did not match due to the prime menu being accessed. The patient&#38112;blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.